Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed that there was foreign matter attached to/clogged in the "air/water cylinder," "air/water channel," "nozzle," and "connecting tube," but the foreign matter could not be identified. Due to leakage from the curved rubber, proper reprocessing may not have been possible and the foreign matter may not have been removed. The detection method is described in the instruction manual evis exera tjf type 160vr operation manual chapter 3 preparation and inspection. Prevention measures are described in the instruction manual evis exera tjf type 160vr reprocessing manual chapter 3 cleaning, disinfection and sterilization procedures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the duodenovideoscope exhibited: white foreign material in the air/water cylinder and air/water tube. The nozzle had a stain. The connecting tube also had foreign objects. There were no reports of patient involvement.